Manufacturer narrative:
Device passed selftest and displacement test. Hardware low level failures alarm (variable 9) confirmed in the insulin pump history due to software error. Device received with corroded battery tube.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had an insulin pump error alarm. The customer's blood glucose levels were 88 mg/dl at the time of the incident. Troubleshooting was provided for the insulin pump error alarm. The alarm was able to be cleared. The same error alarm had occurred before. The insulin pump will return for analysis.